Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The dose, kilovoltage peak (kvp), milliampere (ma), and resolution were determined to be ok. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The imaging system had poor image quality when acquiring images. The issue did not result in a procedure delay. The procedure was completed without aborting imaging or navigation. There was no impact on patient outcome. No complications were reported/anticipated.